Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis a conclusive cause for the reported foot detachment could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. Additionally, unused, sterile representative samples were returned and successfully tested, no malfunction was noted. The other five proglide devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the calcified left common femoral artery was attempted with six proglide devices using the pre-close technique via a 6f sheath prior to a abdominal aortic aneurysm (aaa) procedure. Reportedly, one proglide device had a cuff miss. Three additional proglide devices had suture breaks and two more proglide devices that were attempted had posterior foot breaks. The location of the broken portion of the foot of both devices was unknown. The sheath was upsized to a 14f and the aaa procedure was completed. A surgical cutdown was performed and surgical suturing was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.